Event description:
Manufacturer reference number: 2017865-2021-29198. Manufacturer reference number: 2017865-2021-29200. It was reported that the patient developed pocket erosion and suspected infection. The entire system including the pacemaker and leads was extracted. The patient was stable.